Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient has alleged visualization of white particles and nose hurts. There was no report of serious or permanent patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted.

Manufacturer narrative:
Device evaluation has been completed. H11 should be: the manufacturer received information regarding a dream station auto CPAP. The patient has alleged visualization of white particles and nose hurts. There was no report of serious or permanent patient harm or injury. The device was returned to manufacturer service center. During the device evaluation, the technician confirmed foam particles in the air path and secondary findings was observed. During evaluation there were eight error codes observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box g: date received by mfg has been updated. In box h6: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid have been updated.